Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rate had changed. The last time the patient went in for a medical consultation and had it set was on (B)(6) 2025. The pain did not heal even after changing groups b and c about one month ago and when they looked at group a on (B)(6) 2025, it changed from the value set by the attending physician. From program 1-4, the intensity should be 2.5 milliamperes and the rate should be 40 hertz (hz) as set by the attending physician. However, program 1 increased to "40 at a rate of 8", and programs 2-4 would change from a rate of 45 hz to240 hz. The pain did not heal even after changing the rate. It was determined that the intensity did not need to be set, so the patient would consult at the next medical consultation visit on (B)(6) 2025. It was unknown if there were any environment, external, or patient factors that may have caused the event. The issue was not resolved.

Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.